Event description:
It was reported that the device was implanted and explanted in 2008 and replaced with a valve due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.